Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the compressor was loud and alarming "equipment error". The customer stated the unit was on a patient but there is currently no information on the status of the patient. The customer was informed by carefusion technical support that there is no alarm message of "equipment error". The customer stated that they are not sure then of what alarm message occurred but that they were running the compressor and now they can barely hear it and not sure if it operating.